Event description:
The customer reported obtaining low magnesium (mg) and total bilirubin (tbil) results for four (4) patients on their dxc 600 pro clinical chemistry analyzer. The customer repeated the patient samples and obtained correct results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for four (4) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and found the sample wash collar valve was defective. The fse replaced the wash collar valve to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).